Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient developed skin overgrowth at the implant site and was subsequently treated by means of cauterization with silver nitrate on (B)(6) 2012. In (B)(6)2013, the site became infected once more, and the patient was treated with a course of antibiotics. Following the treatment, the infection resolved.